Manufacturer narrative:
An event of severe aortic stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were result of case specific circumstances, as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2015, an unknown size trifecta valve was implanted in the patient. On an unknown date, the patient presented with exertional dyspnea, an severe aortic stenosis and aortic insufficiency showed in echocardiogram (echo). On (B)(6) 2025, the valve got explanted due to severe aortic stenosis and a 23mm non-abbott valve was implanted. The patient was reported stable.

Event description:
It was reported that on an unknown date in 2015, an unknown size trifecta valve was implanted in the patient. On an unknown date, the patient was symptomatic and showing signs on echocardiogram (echo). On (B)(6) 2025, the valve got explanted due to severe aortic stenosis and a 23mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information